Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the e216 error and found it was caused by a buckled camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during pre-use inspection of the subject device, an e216 error (scope communication error) occurred when the camera head was connected to a specific olympus otv-s300. Troubleshooting was performed and no problems occurred when the subject device was connected to other otv-s300 devices. The intended procedure was completed using similar equipment. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Health professional was inadvertently selected on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the e216 (failed endoscopic communication) error was due to buckling in the camera cable. The root cause of the buckled camera cable was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. Do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage.¿ olympus will continue to monitor field performance for this device.